Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open since (B)(6) 2023, and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, the user reported that he was using a cartridge of strips that had past its expiration date in january 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". Following the above, a replacement of dario's strips was sent to the user to make sure that the dario strips are reading correctly. After the above was received, the user called back in to report that his dario meter was reading in range with the new cartridge of strips. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On february 21st, 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported that he used to receive bg readings in the130 mg/dl range from his dario meter however, now he is receiving high bg readings in the 400 mg/dl range.